Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized at (B)(6) clinic with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl after the personal diabetes manager (pdm) stopped working for 2 days. The patient was reported to also have kidney failure, heart failure, trouble walking, low blood pressure and bad circulation. The patient was treated with an insulin infusion and was given an electrocardiogram and blood tests. The patient was released after 6 days.